Event description:
It was reported that prior to starting a da vinci surgical procedure, a frayed cable was identified on a mega suturecut needle driver instrument. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The mega suturecut needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's one grip cable broken at the distal idlers. The cable segment stuck out approximately .379. Failure analysis investigation also found that the instrument's distal pulley, located on the same side as the broken cable exhibited scratches. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken grip cable could likely cause or contribute to an adverse event, if the malfunction were to recur.